Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 365 mg/dl at the time of incident. The customer's mother stated that the emergency medical services came and took them for hospitalization. The customer's blood glucose was 263 mg/dl at the time of call. The customer's mother stated that they were given insulin to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find air bubbles, leaks and setting issues. The insulin pump will not be returned for analysis.